Event description:
It was reported that the rv (right ventricular) lead was partially explanted due to inappropriate shocks caused by oversensing of noise. An apparent lead fracture and physical damage around the anchoring sleeve was noted. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries, and severe emotional distress resulting from the lead.